Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor device performance from activation and during the initial implantation surgery, the cochlea was ossified and only a small number of electrodes were placed in the basal turn leading to no significant benefit from the device. Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.